Event description:
It was reported that connection area between the foley catheter and the drain bag was broken. As per the investigator email received on 03may2023, it was reported that the sample port connector of the drain bag was broken.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable.   H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that connection area between the foley catheter and the drain bag was broken.